Event description:
Review of programming history shows no data after (B)(6) 2011. Based on the available settings, the nominal estimated battery would be less than seven years. The stimulation not perceived events were reported in addition to a failure to program on the generator; it is still unknown if this is related to end of service. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Review of programming history. Previously submitted MDR inadvertently omitted information. This report is being submitted to correct this information.

Event description:
Reporter indicated that a patient could no longer feel vns stimulation since visiting a factory in (B)(6) 2012 where magnetic fields were encountered. The patient also no longer felt vns magnet stimulation. No causal or contributory vns programming changes or other changes preceded the stimulation not perceived event. The patient had no trauma and does not manipulate the vns. No interventions are currently planned. The patient has not followed up with the physician in two years. It is possible the generator is at end of service.